Event description:
It was reported that the patient was at home, rolled over in bed to answer the phone and heard a pop and dislocated. The patient was brought to ER to reduce the hip, and was then transferred to (B)(6) to have the surgeon take care of his patient. The patient was brought to surgery to completely relax patient so doctor could reduce the hip, c-arm guided hip was reduced, after several attempts and looking at x-ray's, the surgeon opted to go and surgically repair that patient's dislocation issue, doctor opened patient up and dissected down to the joint. The mdm/adm polyethylene was laying freely in wound, it had disassociated from the biolox femoral head, which was a cause of the dislocation. The surgeon removed femoral head , removed restoration cone body, patient needed more offset. The doctor reamed up to larger cone body stopping at 25mm, put the trial in and trial mdm and reduced hip, stability was excellent, doctor put in the implants that we trialled after taking an intra op x-ray, patient was closed and brought to recovery.

Manufacturer narrative:
An event regarding dislocation of an adm liner was reported. During the revision the adm liner was found to be dissociated from the femoral head. Neither of the two events could be confirmed. Device evaluation could not be performed as no items were returned. Insufficient medical records were received for review with a clinical consultant. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review found no other similar events have been reported for the subject manufacturing lot. The reported event indicated that removed restoration cone body, pt needed more offset. Suggesting that insufficient soft tissue tension secondary to component choice may have influenced the reported dislocation, however this cannot be confirmed without additional patient records. No further investigation for this event is possible at this time.

Event description:
It was reported that the patient was at home, rolled over in bed to answer the phone and heard a pop and dislocated. The patient was brought to ER to reduce the hip, and was then transferred to portland adventist to have the surgeon take care of his patient. The patient was brought to surgery to completely relax patient so doctor could reduce the hip, c-arm guided hip was reduced, after several attempts and looking at x-ray's, the surgeon opted to go and surgically repair that patient's dislocation issue, doctor opened patient up and dissected down to the joint. The mdm/adm polyethylene was laying freely in wound, it had disassociated from the biolox femoral head, which was a cause of the dislocation. The surgeon removed femoral head , removed restoration cone body, patient needed more offset. The doctor reamed up to larger cone body stopping at 25mm, put the trial in and trial mdm and reduced hip, stability was excellent, doctor put in the implants that we trialled after taking an intra op x-ray, patient was closed and brought to recovery.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Doctor retained device.